Manufacturer narrative:
Through reviewing instrument data from a customer¿s atellica ch 930 analyzer, siemens identified an elevated concentrated carbon dioxide (co2_c) result that was obtained on a patient sample on an atellica ch 930 analyzer. When siemens inquired about this sample, the customer declined to provide additional information. Quality control (qc) was within range at the time of testing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse performed preventive maintenance (pm), observed that the reaction washer 1 (rw1) probe was dripping, and identified a vacuum leak. Then, the cse replaced vacuum valves, including the reaction washer 3 probe vacuum valve. Siemens reviewed instrument data and determined that the dripping reaction cuvette washer probe could cause liquid to drip into reaction cuvettes. Hence, the dripping reaction cuvette washer probe potentially contributed to the falsely elevated co2_c result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Through reviewing the instrument data from a customer¿s atellica ch 930 analyzer, siemens identified an elevated concentrated carbon dioxide (co2_c) result that was obtained on a patient sample on an atellica ch 930 analyzer. It is unknown if the initial result was reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered lower than the erroneous result. The customer declined to provide further information about this sample. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c patient result.